Event description:
It was reported that during initial implant procedure, patient's new left ventricular (lv) lead exhibited diaphragmatic stimulation. The lead was not installed during procedure on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of diaphragmatic stimulation was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspection did not find any anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height of the lead was measured within specification. No anomalies were found.